Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('1 coil broke during removal') and abdominal pain ('abdominal pain') in a 35-year-old female patient who had essure (batch no. 846832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and hsv infection. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") and blister ("rashes or skin condition - blisters"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric condition: anxiety/depression") and anxiety ("psychological or psychiatric condition: anxiety/depression"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dyspareunia, mood swings, urinary tract infection, bacterial vaginosis, migraine, headache, nausea, allergy to metals, depression, vaginal discharge and anxiety outcome was unknown and the dysmenorrhoea, alopecia, blister and weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bacterial vaginosis, blister, depression, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: coils were properly placed total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 35-year-old female patient who had essure (batch no. 846832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and hsv infection. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") and blister ("rashes or skin condition - blisters"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric condition: anxiety/depression") and anxiety ("psychological or psychiatric condition: anxiety/depression"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"), 6 years 6 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dyspareunia, mood swings, urinary tract infection, bacterial vaginosis, migraine, headache, nausea, allergy to metals, depression, vaginal discharge and anxiety outcome was unknown and the dysmenorrhoea, alopecia, blister and weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bacterial vaginosis, blister, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: coils were properly placed total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('1 coil broke during removal') and abdominal pain ('abdominal pain') in a 35-year-old female patient who had essure (batch no. 846832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and hsv infection. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") and blister ("rashes or skin condition - blisters"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric condition: anxiety/depression") and anxiety ("psychological or psychiatric condition: anxiety/depression"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 8-jun-2018. At the time of the report, the device breakage, abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dyspareunia, mood swings, urinary tract infection, bacterial vaginosis, migraine, headache, nausea, allergy to metals, depression, vaginal discharge and anxiety outcome was unknown and the dysmenorrhoea, alopecia, blister and weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bacterial vaginosis, blister, depression, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: coils were properly placed total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received- new event 1 coil broke during removal were added. New reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure (batch no. 846832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and hsv infection. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") and blister ("rashes or skin condition - blisters"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric condition: anxiety/depression") and anxiety ("psychological or psychiatric condition: anxiety/depression"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"), 6 years 6 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dyspareunia, mood swings, urinary tract infection, bacterial vaginosis, migraine, headache, nausea, allergy to metals, depression, vaginal discharge and anxiety outcome was unknown and the dysmenorrhoea, alopecia, blister and weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bacterial vaginosis, blister, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: coils were properly placed total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received- previously reported event "injury to herself" replaced with "abnormal bleeding (vaginal)", events "abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea, dyspareunia, hair loss, hormonal changes describe: mood swings, urinary tract infection, bacterial vaginosis, migraines, headaches, nausea, nickel allergy, abdominal pain, anxiety, blisters, vaginal discharge, weight gain, rash", reporter, lot number, medical history, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.